Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tube the tubes were used after the tube expired. The customer reported that the expired tube use resulted in poor quality dna extraction and low amounts of rna extracted. There was no report of impact on the patient or user.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: g.2. Medical device type: gim. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g5. PMA / 510(k)#: k213670, k231373. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Investigation summary: material #: 367861. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.